Event description:
It was reported that the pump temp rate had stopped and customer's blood glucose level was low (50's mg/dl). During troubleshooting with tandem technical support, pump history indicated that temp rate had been aborted. Customer remembered accidentally hitting the x on the temp rate to cancel it.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.